Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to no longer needing a pacemaker. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead, and a spectranetics lld #2 lead locking device (lld #2) in the ra lead to provide traction. Utilizing multiple spectranetics devices (16f glidelight laser sheath, 13f tightrail sub-c rotating dilator sheath, and a 13f tightrail rotating dilator sheath (long)) on both leads, progress was slow as a result of heavy calcification on the ra lead. Advancement was made into the superior vena cava (svc), and with increased tension and a firm pull on the lead, it freed from the heart and was removed. At that time, a small pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis. Tee showed the ra perforation had begun to clot and heal. The remaining rv lead was then removed, and the patient survived the procedure.this report captures the lld #2 device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld #2 was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.